Manufacturer narrative:
(B)(4) 2015 09:40 am (gmt-5:00) added by (B)(4): the device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device and the loading device were returned. The tension spring assembly, anchor tab and the seal were inside the loading device. The blue slide lock was not engaged and the white plunger was not depressed on the delivery device. The following measurements were taken; the inner delivery tube diameter, outer diameter and the length of the delivery tube. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint ¿failure to load¿ was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure using the hs iii proximal seal system 4.3mm, was loaded into the delivery tube but once the plunger was pulled out of the device the seal was caught in the loader. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
On (B)(6) 2015 02:44 pm (gmt-4:00) added by (B)(6) ((B)(4)): (B)(6). On (B)(6) 2015 03:19 pm (gmt-4:00) added by (B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure using the hs iii proximal seal system 4.3mm, was loaded into the delivery tube but once the plunger was pulled out of the device the seal was caught in the loader. A replacement device was used to complete the procedure. The hospital did not report any patient effects.